Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on iphone 6s plus (ios 15.7.9) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have identified that the reconnect with the pump is initiated by the application due to timeouts that occur on ble requests to the pump. The reason for these timeouts can be: 1) an ios bug, due to which it does not pass ble packets received from the pump to the app when it is in the background or suspend mode (in some cases, data exchange with the pump is not observed for 1115 hours). 2) ble packet loss between the pump and phone. 3) the ble packets did not leave the pump. Issue status: confirmed. The esf number that corresponds to the reported issue is: (B)(4). To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: remove the minimed mobile app and all the app data (settings, general, iphone storage, minimed mobile, delete app). Remove the pump from the ios bluetooth settings (settings, bluetooth, pump xxxxxxxx, forget this device). Remove the mobile device from the pump. Restart the phone. Install the minimed mobile app. Navigate to the pump pairing screen in the minimed mobile app. Attempt pairing with the pump. We are closing this ticket for now, as we don't have a recommendation at the moment. If the issue persists, we kindly request updated information, especially logs from the user, which would be greatly appreciated. If needed, we can reopen the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost communication between pump and the mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.